Event description:
In 2005, the lay user/reporter contacted lifescan (lfs) and alleged that family member's one touch ultra test strips were not giving a result right away. Lfs called and left a message for the reporter and also sent a letter. The pt's family member reported that it would take approximately 3-4 test strips each time before the pt would get a result on the meter and that pt ended up in the hosp 5 days prior to the call because she was not getting any readings. She reported that the test strips membranes were discolored and "almost black". There are no readings provided and the pt was not tested on another device. She had not experienced any high or low blood glucose symptoms at the time of concern. However, she was taken to the hosp and treated with insulin by a medical professional. Although it is not known if the pt had attempted to test prior to going to the hosp and what the hosp meter result was, this complaint is reported as an adverse event since the pt was not getting any readings due to the test strip issue and was given treatment for high blood glucose. It would be helpful to know her diabetes medication regimen, other health issues, and if a control solution test was performed with the subject test strips.